Manufacturer narrative:
Product ID: a520, serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the physician was notified on 2020-apr-28. The physician changed the setting back to where it had been. While monitoring the devices, the phone was on and everything was charged. The phone kept saying device not found - retry. Finally, the patient was told to put the piece vertically instead of horizontal and it worked. On (B)(6) 2020, the patient still experiencing frequency issues and not feeling pulse. The patient is trying to each the physician for an appointment. She then changed the setting to program 1 a 3.9 and it is being felt, so she shall see if she needs to follow up with her healthcare professional. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient¿s family member states that for the past 2-3 weeks the patient stopped feeling the pulse and had a loss of therapy/ return of symptoms. Caller states that she was going to increase stim to see if that helps but the handset keeps telling her to retry. On the call, patient services reviewed information and the caller successfully connected to the patient¿s settings. The caller increased on p1, but the patient never felt stim so she changed to p2 and increased past 4.4v and the patient still didn't feel stim. Caller states that she and the patient will play with the settings until they are comfortable, but if her symptoms don¿t improve, she will contact the patient¿s doctor. No further complications were reported or are anticipated.